Event description:
Patient reported occlusion alarm event on 01-apr-2026. On troubleshoot it was determined that the blockage was in the tubing.

Manufacturer narrative:
E1: name: tandem. Country: united states of america. Street address: 11045 roselle street. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.